Event description:
It was reported that the caller experienced a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and after guidance, the caller successfully reset the pump and started a new sensor session without encountering the error again.